Event description:
Patient reported a loss of therapeutic effect. Saw md and discussed problem with company representative. Pt had surgery in (B) (6) 2009 to fix the problem: "the wires needed to be reconnected and the programmer repositioned."

Manufacturer narrative:
(B) (4).